Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day post implant the patient presented in hospital. Upon interrogation, the left ventricular lead exhibited a capture anomaly. The lead was reprogrammed. At another follow-up, two weeks later, the lead exhibited the same capture anomaly. Lead dislodgement was confirmed. The lead was reprogrammed. There were no adverse consequences to the patient.